Event description:
It was reported that the 9600 system had no live image displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The aspect box connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.